Event description:
Two staff members were using a maxisky ceiling lift and a clip sling to transfer a resident into a tub. Resident was lifted slightly and the left leg strab came off. No injuries were sustained by the resident or the staff members, but they had to hold the resident in position due to the resident's health condition.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the manufacturer (registration# (B)(4)). Additional info will be provided following the conclusion of the manufacturer's investigation.